Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable after the vein was out of the leg, harvester went back in and was spot cauterizing when the hp2 cautery cord split apart at the hp2 cautery tool connection area. There was no tension and the piece just split from the housing. The same device was used to complete the procedure with no delay. This had no effect on the vein quality or patients outcome.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/31/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The one collar of the cable was observed to be intact, with no visual defects observed. The other collar was observed to be loosely in place and came off the cable completley. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.